Event description:
Four months later, the patient was seen for a routine device check. The estimated longevity was approximately one year remaining. A copy of the device memory was saved to a disk and submitted for engineering evaluation.

Event description:
--

Manufacturer narrative:
Engineering review of the device data confirmed no resets or memory corruption had occurred with the device. Available information indicated the device was depleting faster than expected; however, the reason for the rapid depletion cannot be determined from the device memory. Technical services recommended to check the device again in one month and provide another disk, so engineering could compare the data and provide guidance in managing the device until elective replacement time (ert) is reached. The device remains in service.

Event description:
--

Manufacturer narrative:
--

Event description:
Boston scientific received additional information that at the next device follow-up, the remaining longevity was one year and the magnet rate was 90 ppm. The device was explanted and replaced. No adverse patient effects were reported.

Event description:
Boston scientific received information that this pacemaker was depleting faster than expected. At the follow-up six months ago, the remaining longevity was 5.0 years. At this device check, the remaining longevity was now 2.5 years. Lead measurements were within normal limits. The atrial output was reprogrammed to 2.0v and the automatic capture feature was programmed on for the right ventricle. After these programming changes, the remaining longevity increased to 3.0 years. However, the battery gauge did not update with these programming changes. The physician planned to see the patient in five months rather than six months for the next device check. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
A boston scientific technical services consultant reviewed the clinical observations and suggested a save to disk be submitted for evaluation. As of today, the device remains in service without further complication. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was analyzed. The device case was opened and the battery was replaced with an external power supply. Electrical measurements noted a high current condition. Further detailed analysis isolated the high current condition to a degraded low-voltage capacitor, resulting in the observed premature battery depletion.